Event description:
The patient presented with a rupture basilar artery aneurysm. The device was implanted in the aneurysm and was noted to extend beyond the confines of the aneurysm. 5mg of medication (type not disclosed) were given to reverse the anticoagulation. Immediately post procedure, the patient was taken to surgery and an external ventricular drain (evd) was placed. Follow the procedure, the patient was noted to have a change in mental status. A CT scan three days the patient was taken back to the angiography suite due to a vasospasm. Angiography revealed this to be extensive and diffuse. The vasospasm was treated with angioplasty and intra arterial verapamil (dose unknown). A CT scan revealed new hypodensities. Six days post procedure, the patient was noted to have an emboli on the transcranial doppler with no evidence of vasospasm. The patient ws treated with statins and calcium channel blockers. The patient suffered bilateral thalamic infarcts due to occlusion of a percheron artery. Twelve days post procedure, a CT scan demonstrated a stable subarachnoid hemorrhage and enlarged ventricles that were unchanged from the scan prior to the evd placement and a stable infarct. The evd was removed.

Event description:
The patient presented with a rupture basilar artery aneurysm. The device was implanted in the aneurysm and was noted to extend beyond the confines of the aneurysm. Five mg of medication (type not disclosed) were given to reverse the anticoagulation. No other information was provided.